Manufacturer narrative:
Despite numerous requests to return the device for investigation, the customer did not respond; therefore, an investigation could not be performed. It is suspected that damage to the device, such as wetting the sensor, may have caused the reported event.

Event description:
Reservoir level sensor did not function correctly, resulting in an empty reservoir. The safe flow bubble detector alerted clinician. There was no patient harm.